Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine clinic appointment, the left ventricular (lv) lead was observed to display chronically elevated impedance measurements, occasionally reaching greater than 2,000 ohms. All other lead measurements were reportedly stable and within acceptable limits. No noise was observed. The physician elected to continue to monitor the device system. To date, no adverse patient effects were reported as a result of this clinical observation.